Manufacturer narrative:
Occupation: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on or about 2006. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Manufacturer narrative:
Patient codes: vessels, perforation of (2135)-listed in IFU; organ(s), perforation of (1987)- not listed in IFU; stenosis (2263)-listed in IFU; vessel or plaque, device embedded in (1204)-not listed in IFU. Device codes: fracture (1260)-not listed in IFU; appropriate term/code not available (3191): perforation-listed in IFU;appropriate term/code not available (3191): tilt- not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the patient allegedly received an implant on or about 2006 due to pulmonary embolism and deep vein thrombosis. The patient is alleging tilt, vena cava perforation, fracture, organ perforation (aorta, l3 vertebral body, and retroperitoneum), embedment (tip and hook of the filter) into the inferior vena cava wall and being subjected to the risk of future and progressive filter failure including migration, fracture, embolization of a fracture, clotting, thrombosis and even death. The patient further alleges narrowing or occlusion of the vena cava at the level of the filter and that the filter poses an ongoing risk of deep vein thrombosis, as well as worsening of the occlusion and thrombosis and a progressive risk of additional perforation of the vena cava and surrounding vital organs, vessels and structures which can result in severe pain and life threatening complications, severe fear, stress, anxiety, loss of enjoyment of life, pain and swelling in left leg (2016, 2017), left leg ulcers (2016), pain with over exertion and paralyzed left side. Per the (B)(6) 2016, computed tomography-abdomen and pelvis: findings: there is an indwelling metallic filter within the inferior vena cava. The upper most portion of the filter is located within the urinary vena cava at the anatomic level of the left renal vein. The metallic prongs of the filter extend beyond the expected lumen of the inferior vena cava, particularly along the posterior aspect. These findings could be secondary to either outward tethering of the inferior vena cava liver or extension of the metallic prongs beyond the wall of the vena cava. There is no pericaval collection. This configuration with the metallic prongs extending beyond the expected lumen of the inferior vena cava was also present on prior CT exam. In addition there are two metallic densities in the inferior aspect of the inferior vena cava extending into the right and left common iliac veins which are suspicious for metallic struts which have fractured or separated from the inferior vena cava filter and are now abnormally positioned. This configuration was also present previously. There is a possible amount of thrombus along the superior aspect of the indwelling filter in the inferior vena cava left, of well depicted on this exam. The intrahepatic segment of the inferior vena cava is narrowed and compression of intrahepatic segment of the inferior vena cava cannot be excluded". Per the (B)(6) 2017, computed tomography-abdomen pelvis with intravenous contrast: "there may be focal narrowing of the caliber of the inferior vena cava at the level of the filter. The inferior tines of the filter extend transmurally with one extending to the anterior cortex of l4 (image 40 of series 2). The superior tip of the filter projects at the anterior margin of the inferior vena cava (image 34 of series 2)". Per the (B)(6) 2019, review of CT angiogram of the chest abdomen and pelvis from (B)(6) 2015 and CT abdomen and pelvis (B)(6) 2016: "1. There is a cook gunther tulip filter in the infrarenal inferior vena cava. The tip of the filter is positioned at the level of the superior endplate of l2. 2. The filter is tilted from anterior to posterior within the ivc 21 degrees. 3. The superior tip and hook are embedded in the anterior wall of the ivc. 4. The 12 o¿clock leg is within the ivc. 5. The 3 o¿clock leg demonstrates grade 3 penetration of the ivc with penetration of the right lateral wall of the aorta. 6. The 6 o¿clock leg demonstrates grade 3 penetration of the ivc with penetration of the l3 vertebral body resulting in reactive sclerosis surrounding the tip of the penetrated leg. 7. The 9 o¿clock leg demonstrates grade 2 penetration of the ivc into the posterior retroperitoneum. 8. There is linear calcification within the posterior lumen of the ivc below the level of the filter. This likely represents calcification within an intraluminal fibrin web below the filter from prior thrombosis. 9. There is moderate narrowing of the ivc at the level of the filter which measures 1.0 x 1.0 cm at the filter and 1.8 x 2.6 above the filter. Significant narrowing or possibly occlusion of the ivc is suspected at the level of the filter."